Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the observed interrogation issues.

Event description:
Boston scientific received information that this patient¿s home monitoring system was unable to interrogate their pacemaker. In the clinic, a programmer was able to interrogate the device using a wand. However, additional troubleshooting was unsuccessful in establishing radio frequency (rf) communication. Device data was sent in for analysis and it was found that the device had declared faults indicating the device firmware was unable to communicate with the rf chip. The faults can result in loss of rf telemetry, as observed, and potentially high power drain resulting in premature battery depletion. Surgical intervention was taken to explant the device. No additional adverse patient effects were reported.